Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, an alert of high pacing lead impedance was noted on the right ventricular lead past few days. It was stated that the patient underwent generator change on (B)(6)2019, and high impedance alerts were not noted prior to battery change. The patient presented in clinic for further evaluation on (B)(6) 2019, and pocket manipulation was performed. It was noted that the high pacing impedance measurements were within range. The patient was stable before during and after the clinic visit and will continue to be monitored with routine follow ups. The patient was seen in clinic on (B)(6) 2019 for further evaluation. Upon interrogation, it was noted that the high pacing lead impedance measurements were within range. No intervention was performed, and the right ventricular lead remains implanted. The patient was stable before, during and after the clinic visit and will continue to be monitored.